Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported peeling from the isocool disposable forceps. The non-slip rubber tube was damaged and lost while the product was repeatedly attached and detached during an operation for an intracranial tumor resection on (B)(6) 2021. The physician searched for it including the patient's body, but could not find it. The procedure was completed with the product. Surgical time was extended less than 30 minutes. The patient is in the follow-up. It is unknown if an x-ray was taken to assure no parts were left in the patient. There is a possibility of residual in the patient body. No further information was provided by hospital.

Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.